Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had back surgery (a laminectomy) and during that surgery one of the two leads was cut because it was in the way. Impedances on the cut lead were greater than 4,000 ohms with "red x's" on contacts 9, 10 and 12. The rep was able to reprogram using the 0-7 lead and then the patient was sent home. Issue was resolved. The part of the lead that was cut out was discarded by the scrub technician, so it will not be returned for analysis, despite a request for it to be returned. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2019; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2022-10-20. The lead that had been cut during surgery when the event was originally reported was removed and replaced with a paddle on (B)(6) 2022.